Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
There were defects found on the needles supplied by bd (bd precisionglidetm needle - needle 27gx1/2" 0.4mmx13mm) during repackaging activity at zuellig pharma singapore.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there were defects with needles. To aid in the investigation, thirty-five samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed. Twenty-seven samples are missing the needle assembly; the packaging blisters have only the plastic shield. Seven samples are empty packaging blisters. One sample has no defects or imperfections. A device history record review was completed for provided material number 305109, lot 3194038. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. This lot meets bds acceptance criteria. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
No additional information received. There were defects found on the needles supplied by bd (bd precisionglidetm needle - needle 27gx1/2" 0.4mmx13mm) during repackaging activity at (B)(4) pharma singapore